Event description:
Hosp reported that during a case, the motor rpms surged. The flow readings displayed on the unit also fluctuated with the movement of rpms. The bio-console was changed out with another unit to continue the case with no effect to the pt.